Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's ultrafiltration reading was 1036ml, indicating the home patient (hp) drained 1036ml more than their programmed fill volume. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance left a detailed message for the peritoneal dialysis (pd) registered nurse (rn) providing information related to overfill. And informed rn to call back with any questions or additional information, if needed. Evaluation: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite (return instrument test / evaluation), functional test but passed the rite electrical test. The probable cause for the iipv found in the logs was determined to be insufficient drain - use error; tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).